Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had an issue where entire keyboards were not working. The customer tried to reboot but the issue persisted. The customer stated that this malfunction occurred when the user was trying to issue medications to a patient and caused a delay in dispensing medication to patients and caused the user to dispense the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where entire keyboards were not working. A field service engineer (fse) observed that the system initiated a lengthy windows update reboot. As a patient was expected soon, the update was allowed to complete, after which the keyboard functioned normally. The issue was validated by testing in the application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.